Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, some filter legs remained inside the delivery sheath. Add'l manipulation was needed to complete the deployment; however, upon deployment, the filter legs were crossed and the filter was deployed below the intended placement site. Three days later, an attempt was made to retrieve the filter with a snare device, however, it was unsuccessful. The filter remains implanted. There is no reported pt injury.